Manufacturer narrative:
This report is submitted on november 12, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced pain and underwent revision surgery (date not reported), in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture.

Manufacturer narrative:
It has since been reported that the device details have been provided. Sections are updated. This report is submitted on january 9, 2019.